Event description:
It was reported that the pump alarmed "no disposable" during use of 28hrs with cassette. No clinical consequence was observed. The issue resolved after changing the pump. No patient injury was reported.

Manufacturer narrative:
A review of manufacturing records for the provided lot number of 4114181 was conducted. The review confirmed that all in-process and final inspections were completed and all results landed within manufacturing specifications. Nothing was noted during manufacture that would cause or contribute to the reported event. A sample was in used conditions, decontaminated and inside a plastic bag. The sample received did not present any damage, kink or cut. The sample was received without blue clip and without cap. The sample could be connected without a problem and passed the delivery accuracy test. The sample delivery rate was 5.13%. The sample was fully priming and connected without difficult. The pump was set running and no alarms were activated. The complaint was no confirmed. No root cause was determined due to the complaint not being confirmed.